Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the upper buttocks on (B)(6) 2019. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. Patient was under 2 years old. Labeling indicates: the dexcom g6 continuous glucose monitoring system (dexcom g6 system) is a real time, continuous glucose monitoring device indicated for the management of diabetes in persons age 2 years and older. No additional event or patient information is available. The reported glucose values fall within the d zone of the parkes error grid.